Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The f-73 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be a dirty cn201 connector. To correct the condition, the cn201 connector was cleaned and plugged in firmly. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-73 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.